Manufacturer narrative:
(B)(4)

Event description:
It was reported "lumen punctures the balloon after inflating". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 1.5cm from the iabc distal tip. Furthermore, the broken end of the central lumen pierced the bladder at approximately 78.0cm the iabc luer. Damage to the outer lumen was noted at approximately 38.5cm to 47.5cm from the iabc luer; the damage is consistent with buckling to the outer lumen. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, and the bladder was damaged by the broken central lumen. The broken central lumen can result in blood entering the helium pathway and helium loss alarms. Additionally, the outer lumen was noted damaged; the damage was consistent with buckling and leaks were noted in the damaged area. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "lumen punctures the balloon after inflating". Additional information states that the catheter was removed and repla ced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".